Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer called in to report repeated errors on the universal surgical manipulator (usm). The customer attempted to recover multiple times, but the error persisted. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse verified multiple errors were present during start-up of the system. The remote arm controller board (rac) was switched, and the connectors were cleaned, and the problem was resolved. The system was tested and verified as ready for use. The probable root cause is attributed a rac and soiled connectors.